Event description:
A surgeon reported a pt's vision is decreasing one and a half years following intraocular lens (iol) implant surgery. The surgeon reported posterior capsule haze and brown granules throughout the iol upon exam. Surgeon stated, he is not sure what is causing or contributing to the decrease in visual acuity.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar reports in the lot. Add'l info was requested, by phone on 03/06/2007, 03/14/2007, by fax and by mail on 03/12/2007. A completed questionnaire was received on 03/21/2007.